Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation. This event is one of two for the same patient and same cycler on subsequent treatments.

Event description:
A peritoneal dialysis (pd) patient's daughter reported the patient received a cycler alarm during peritoneal dialysis treatment. She stated she went ahead and cancelled the treatment, and upon removing the supplies she noticed fluid inside the cassette compartment. Follow up was made with the pd patient's clinic registered nurse (rn), who stated the patient¿s daughter indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the samples were discarded and were no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This event is one of two for the same patient and same cycler on subsequent treatments.

Event description:
A peritoneal dialysis (pd) patient's daughter reported the patient received a cycler alarm during peritoneal dialysis treatment. She stated she went ahead and cancelled the treatment, and upon removing the supplies she noticed fluid inside the cassette compartment. Follow up was made with the pd patient's clinic registered nurse (rn), who stated the patient¿s daughter indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the samples were discarded and were no longer available for evaluation.